Event description:
During an arthroscopic hip procedure on an adult pt, the physician was using an ambient hipvac 50 arthrowand. The pt was under anesthesia and as the surgical staff attempted to plug in the wand, an error code occurred. The procedure was ultimately completed using a shaver. No pt complications were reported as a result of this event.